Manufacturer narrative:
(B)(4).

Event description:
The customer experienced an issue with temperature alarms on the analyzer and stated it seemed like after a previous service visit, the heater was not turned back on as the water bath was cold. The customer performed a reboot and multiple water bath exchanges. The customer repeated patient samples that had been tested prior to the issue. The results for astlp aspartate aminotransferase and altl alanine aminotransferase were higher than the initial results. Of the data provided for four patient samples, only the following results for three samples were discrepant. Patient 1: alt initial result 41 u/l, repeat result 69 u/l. Ast initial result 20 u/l, repeat result 44 u/l. Patient 2: alt initial result 12 u/l, repeat result 25 u/l. Ast initial result 16 u/l, repeat result 24 u/l. Patient 3: ast initial result 11 u/l, repeat result 39 u/l. All other assays tested repeated acceptably. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the information provided, a hardware or maintenance issue was suspected but cannot be verified due to the lack of further information.